Manufacturer narrative:
The patient states that their device was charging and it started to smoke and caught fire. Patient threw the device away and no longer has it. A replacement charger and replacement device was sent.

Event description:
Patient states his teladoc health blood glucose meter was charging and started to smoke and caught fire. Member states he unplugged the device and threw it into the sink and turned the water on to stop the fire. No injury or damage was caused.